Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump may have a delivery anomaly. The customer¿s blood glucose level was 298 mg/dl at the time of the incident and dropped to 83 mg/dl in 30 minutes. The pump did not record the bolus that caused the drop in blood glucose. The customer was at 188 mg/dl at the time of the call. The customer treated the low with a glucagon shot. Troubleshooting was completed but the customer was still concerned about a delivery anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened(escape, act and up) button dome switch (no crease). No button error alarm and no unlocked j2/lcd keypad connector during visual inspect noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over delivery anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained address/serial number label and cracked battery tube threads.